Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  replaced the internal battery, that was nearly 2 years old, and the power supply in order to resolve the customer's reported issue. The fsr completed the operational verification procedure and checked calibrations. The device passed all testing and was returned to the customer operating to manufacturer specifications. If additional information becomes available, it will be submitted in a follow up report.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "motor fault." There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was identified as a malfunction of the over-current protection circuit.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect internal battery and performed a failure investigation. The reported issue was not confirmed and not duplicated in the laboratory setting. The root cause of the reported issue was that the batteries were beyond their recommended usable age.